Manufacturer narrative:
Equipment was received in house at the carefusion facility in (B)(6). For evaluation. The device was placed on extended test run/run-in. Root cause diagnosis number 1: it was tested with good ac adapter and good patient circuit connect. Vent passed 132 hour extended tests at customer settings with no abnormalities. Vent failed troubleshooting final test at tidal volume & flow performance. Tidal volume & flow performance test failed for non-conformance with measured vti test 3 and 4. Measured vti was 177.19, expected is 180.00 for test 3. Measured vti was 212.87, expected is 225.00 for test 4. This slight non-conformance would not result in a failure to ventilate properly. All event trace entries are consistent with normal ventilator operation. Investigation still on going. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported to vyaire medical that the ltv1150 power cord from the wall to the a/c power supply melted while a patient is connected on the ventilator. The customer advised that the patient was moved to another ventilator and there was no patient harm associated with this event.